Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose level. The blood glucose at the time of the incident was 450 mg/dl. Troubleshooting was not performed due to the lost battery cap. The device will not be returned for analysis.